Event description:
It was reported the customer had cosmetic damage to their insulin pump. The customer stated there was a crack on the insulin pump, located in the tubing area. The customer's blood glucose was unknown. Customer also could not recall how the damage had occurred. The customer also reported they were hospitalized one year ago using the same insulin pump. Customer also stated they had several low blood glucose incidents. The customer stated their doctor advised them to get a replacement insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked display window, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.